Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax which required chest tube placement. The pneumothorax was identified via chest x-ray after the procedure. The target lesion was 1.2 centimeters (cm) on the right lower lobe and attached to the pleura. The size of the pneumothorax was 1.8 cm and did not grow larger. The patient had a portable chest tube kit and returned the next day. Follow up chest x ray showed that the issue resolved, and the chest tube was discontinued. The physician reported that the pneumothorax could have potentially occurred via another modality due to location of the lesion and CT body divergence increases likelihood of the event. The physician believed that the device did not cause or contributed to the event. The patient was reported to be at home in stable condition.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. On 18-nov-2022, per an intuitive surgical, inc. (Isi advanced failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at this time. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. Medical intervention was required to resolve the pneumothorax. Although the physician does not believe an ion product caused or contributed to the pneumothorax, the cause of the complication is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.